Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged choking while on device and not able to sleep. There was no report of permanent or serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously did not report the late submission justification which is updated as the complaint was reassessed and deemed reportable as per the reassessment.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged choking while on device and not able to sleep. There was no report of permanent or serious patient harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of ffoam degradation. The device's downloaded logs were reviewed by the third-party service centre. There were zero error codes found. The third-party service centre concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. Box e, device evaluation method code, result code and conclusion code has been updated this report.